Event description:
It was reported to target that during the procedure the physician could not push the gdc coil through the microcatheter. Upon inspection of the returned device on 5/12/98 it was discovered that the gdc had detached inside the catheter making this complaint a MDR. There was no impact to the pt's health during the procedure.